Manufacturer narrative:
It was reported from the site that the patient initially presented with left visual field deficit when admitted. It was also stated that the patient was discharged on (B)(6) and is at home awaiting transplant. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient with left ventricular assist device (lvad) therapy for 19 months presented with some visual and memory changes. The patient was taken to the hospital where a brain CT on (B)(6) 2016 revealed a bland acute/subacute right posterior cerebral artery (pca) infarct.  The patient's international normalized ratio (inr) was 2.2 on oral aspirin 325mg. Platelet inhibition was appropriately dosed per aspirin (asa) and clopidogrel (clo) blood test. Vad performance was reported to be stable and blood pressure was controlled. The medical team found the event concerning due to the patient having had two separate episodes of transient ischemic attack (tias) both were also in the setting of therapeutic inrs. The patient suffered visual defects and some lingering issues with memory following this stroke.